Event description:
Customer hospitalized due to low blood glucose. Customer's family member called and stated that pt had to go to the hosp twice because of this pump. Diabetes mgmt consultant went to her home and checked the pump and the pump was working fine. Customer does not feel comfortable with it and will not wear it until it is replaced.